Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that during implant placement, the implant hex threads (boes606)stripped. Doctor completed the procedure using another implant. No delay or serious injury has been reported. Tooth location 3.

Manufacturer narrative:
A 3i t3® short external hex parallel walled implant, 6mm(d) x 6mm(l) (boes606) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and bone material on threads of implant. The hex of the mount was stripped. Functional testing was performed for the returned product but could not be performed due to rounded hex. Pre-existing patient factors, implant age, tooth location are not relevant to the reported event. DHR review was completed for the subject lot number (2016060714). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016060714) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.